Event description:
Insertion of laboring epidural catheter la gauge (B)(6) 2013 by anesthesiologist at approx 1420. Anesthesiology went to remove this epidural catheter on (B)(6) 2013 at approx 0700 and noted small portion of this catheter did break off next to epidural space. Consulted doctor of neurosurgery-heartland health services and anesthesiology. No intervention required at this time.